Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 19-year-old female with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that after 15 hours of support the impella cp was being repositioned and came out of the aorta. The decision was made to explant the pump. No patient harm was reported.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned by the user facility for investigation. Data logs confirmed pump was in aortic area for about 9.75 hours into the case. Pump then was stopped manually & disconnected from the console. Based on clinical description & data analysis, the root cause of positioning issue was most likely use related. Potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ to conform to updated procedures, section d6 & h10 were revised with updated information.